Event description:
On 2/3/65 rptr had his gallbladder removed. Since that time he has been treated for internal bleeding. He took several medications for alleged ulcers. He was in the hospital 2 or 3 times for the bleeding exploratory surgery at the hospital on 1/13/92 revealed "several spots where the wire went through the intestine, this indeed could be the site of the bleeding." Internal bleeding operative report of 2/3/65 indicated "the abdominal wall was closed with triple o stainless steel wire in a figure 8 fashion."